Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with motor error alarms during the rewind due to and out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.